Event description:
It was reported that on (B)(6) 2009, the patient underwent the index procedure to treat a lesion located in the mid left anterior descending artery that was 90%stenosed. The target lesion was treated with pre-dilatation and placement of a 2.50x12 mm promus study stent with 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. The site reported an event of instent stenosis with an onset date of (B)(6) 2012. The patient was rehospitalized and underwent a target vessel revascularization, and was treated with medication. The subject was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the electronic instructions for use , is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.